Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels between 40-48 mg/dl; cause was unknown. Juice, food and candy were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of "low" (below 40 mg/dl) was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 6:59:45 am. Cgm alert 1 (cgm low alert) was annunciated. On (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6)2019, user made a bolus request of size 1.41 units, approximately 5.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) of 48 mg/dl was recorded by continuous glucose monitor (cgm) on (B)(6)2019 at 2:33:55 am. Cgm alert 1 (cgm low alert) was annunciated. On (B)(6)2019, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. On (B)(6)2019, user made a bolus request of size 4.8 units, approximately 5.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.